Event description:
Based on the additional information received on 19-may- 2016, this case initially considered as non-serious was upgraded to serious as the seriousness criteria of required intervention was added for the event of allergic reaction/ hypersensitivity reaction. This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a (B)(6) year old female patient who initiated treatment with synvisc and experienced allergic reaction/ hypersensitivity reaction. The patient's medical history, concurrent condition and concomitant medications were not reported. Past drug of the patient included synvisc. The patient's previous three injections of synvisc were completed with no adverse reactions. On an unknown date, the patient initiated treatment with fourth intra-articular synvisc injection (dose, frequency, indication, lot/batch number, expiration date and indication not provided). On an unknown date, after an unknown latency, the patient experienced acute synovitis and allergic reaction in both knees where she got her fourth synvisc injection. The physician specified that the patient experienced swelling and diffusion particularly in the left knee. It was reported that the symptoms appeared a couple of days postinjection and had only just happened before the time of reporting. It was reported that 40 ml effusion was drained and cortisone was injected. The patient advised that she had developed hypersensitivity to synvisc one. On an unknown date, the patient recovered from the event. Action taken: no action taken corrective treatment: 40ml effusion drained and cortisone injected. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Reporter causality: certainly related (1-2 days off synvisc one). Additional information was received on 16-may-2016. Ptc results were added and text was amended accordingly. Additional information was received on 19-may-2016 from a physician. This case initially considered as nonserious was upgraded to serious as the seriousness criteria of required intervention was added for the event of allergic reaction and verbatim for the same was updated to allergic reaction/ hypersensitivity reaction. Verbatim for the symptom of synovitis was updated to acute synovitis. Action taken was updated from unknown to no action taken. Corrective treatments for the event were added. Outcome for the event was updated from unknown to recovered. Reporter causality was added. Clinical course updated. Text was amended accordingly. Additional information was received on 24-may-2016. Ptc results (serious) received.